Event description:
It was reported that the fastrac peg was placed in 2006. The patient had senile dementia and was very restless. The nurse noticed that the peg was apart (thought to be done by patient). The side of the peg including the cuff was in the patient's stomach.

Manufacturer narrative:
The sample has been returned to the manufacturer and is currently being evaluated. Results are expected soon.